Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
According to the reporter, the patient underwent a partial small bowel resection and small bowel stoma retraction. A disposable cutting stapler and reload was used to perform intestinal end anastomosis during the operation. The operation was successful and the bleeding was completely stopped during the operation. On the seventh day post-operative, the patient had dark red blood in the stool without obvious cause, 2-3 hours/time, and the color gradually turned bright red. An emergency blood test showed hemoglobin of 56g/l. The patient continued to fast, and was immediately given intravenous drip of hemostatic drugs, somatostatin to reduce intestinal blood flow, blood transfusion 4u fluid replacement treatment, and close observation of changes in vital signs and other conservative treatments. The amount of blood in the stool gradually decreased. On the 9th day post-operative, the blood routine test showed hemoglobin of 73g/l, and the patient had no bowel movement. On 12th day post-operative, the patient started a liquid diet, and there was no obvious abnormality. On 15th day, the patient started a semi-liquid diet and had a yellow bowel movement. The patient is currently recovering